Event description:
As reported, during the release process of a 6f exoseal vascular closure device (vcd), the plug failed to pop out completely. Half of it was in the delivery stem and half was exposed. When the device was withdrawn, the plug and the handle were withdrawn together. Hemostasis was achieved by manual compression. There was no reported patient injury. The surgeon was experienced and trained and has used vcds many times. The device was used for femoral artery occlusion. The procedure used a retrograde approach. There were no visible signs of device/package damage prior to use. A 7f non cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle(30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The device was not manipulated after it was removed from the patient. The device was not returned for evaluation as initially was reported.

Manufacturer narrative:
As reported, during the release process of a 6f exoseal vascular closure device (vcd), the plug failed to pop out completely. Half of it was in the delivery stem and half was exposed. When the device was withdrawn, the plug and the handle were withdrawn together. Hemostasis was achieved by manual compression. There was no reported patient injury. The surgeon was experienced and trained and has used vcds many times. The device was used for femoral artery occlusion. The procedure used a retrograde approach. There were no visible signs of device/package damage prior to use. A 7f non cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle(30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The device was not manipulated after it was removed from the patient. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18397154 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "vascular closure device (vcd) deployment difficulty partial deployment" could not be confirmed. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Additionally, it was reported that an 8f sheath was used with the 7f exoseal vcd during the procedure. As reported in the product description within the IFU, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the release process of a 6f exoseal vascular closure device (vcd), the plug failed to pop out completely. Half of it was in the delivery stem and half was exposed. When the device was withdrawn, the plug and the handle were withdrawn together. There was no reported patient injury. The surgeon was experienced and trained and has used vcds many times. The device was used for femoral artery occlusion. The device will be returned for evaluation.